Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a35 error during rewind during rewind due to corroded motor home switch. Unable to perform functional testing or verify motor error due to a35 alarm. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error customer's blood glucose level was not provided at time of reporting. Nothing further reported.